Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't stay latched,code 204, code 107 ) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The connector latches were broken. The cause of the service codes was the poor electrode belt connection. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to securely latch to a monitor and was causing service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).